Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding tape was not sticking from the attorney of the family. The information received on (B)(6) 2021 stated the following reporter alleges in 2021 the customer began using insulin pump in (B)(6) of 2021 the customer was using a sensor on the (B)(6) 2021. Customer had high blood glucose level of 400 mg/dl. Customer stated that the retainer ring was broken. The insulin pump will not be returned for analysis.